Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was erratic and rough, the trigger on/off was intermittent, and the depth bar had side play. The motor, bearing pack, o-ring, seal, reciprocating arm, machined head, ball plunger and die cast aluminum lever were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device would turn on but would not turn off. Event timing was before surgery / event date remains unknown as no additional information available is indicated / no harm; no delay. Investigation showed the motor was erratic and the rpm's were below specification. There was no adverse event reported as a result of this malfunction.